Event description:
It was reported that during the procedure in the moderately tortuous distal left circumflex coronary artery, a 2.0x28 mini vision stent delivery system was advanced over a non-abbott guide wire, and the stent was deployed in the non-calcified lesion. While withdrawing the stent delivery system, resistance was felt between the vision delivery system and the non-abbott guide wire. Both devices were removed as a single unit. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.